Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported resistance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that during implant, high rv lead impedance was observed. The lead was removed and reconnected to the device and the same high measurement was present. A second device was used and the measurements remained high. The rv lead was replaced and connected to the second device and the impedance measurements were normal.